Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer was experiencing high blood glucose level. The blood glucose level was 428 mg/dl. Blood glucose level at the time of call was 341 mg/dl. Customer had already taken a bolus and checked the status screen and confirmed that they had 12 unit active insulin. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.